Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter facility name: (B)(6) school of medicine. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insulin syringe with the bd vacutainer® winged safety pbbcs with tubing ¿blood leaked during blood collection. A hole was in the tubing.¿ no additional information. There was no report of injury or further medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was observed. Evaluation of the customer samples was performed and a hole in the tubing was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer samples, the customer¿s indicated failure mode for tubing leakage with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.